Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The surgeon was clipping the cystic duct and the clips scissored and the device jaws remained closed on the duct. The duct was ligated. When the device or clip was pulled off, it tore the duct and the surgeon had to dissect further down the cystic duct and reclip. It was hard to pull in and out of the trocar, because one the "arms" was not functioning properly. Another device was pulled to complete the case. There was no adverse consequences to the patient. Follow ups with the rep and surgeon have been made, but at this time no additional information has been provided, as the surgeon has been on vacation and unable to be reached.

Manufacturer narrative:
Jaw or cam interface is disengaged. Evaluation summary: the analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clip. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.